Manufacturer narrative:
A visual examination of the returned capio slim revealed that the device does not have any visual failure. The carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the reported issue was unable to be confirmed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Associated MFR. Report #3005099803-2017-02818 pertains to the other device. It was reported to boston scientific corporation that two capio slim devices were used during an anterior/posterior repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the carriers of the two capio slim devices were broken. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Associated MFR. Report #3005099803-2017-02818 pertains to the other device. It was reported to boston scientific corporation that two capio¿ slim devices were used during an anterior/posterior repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the carriers of the two capio slim devices were broken. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.